Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. No nonconformance issues were found. Based on the information provided, the patient has experienced post operative bilateral pain following the implant of two bard kugel hernia patches. During a surgeon consult, he was told that it appears he may have nerve entrapment, which would require an additional surgical procedure. To date no surgical intervention has taken place and the patient is not taking any medication for the pain. At this time no definitive conclusions can be made as to the degree to which the mesh implant may be causing or contributing to the patient¿s alleged pain. Should any additional information be provided, a supplemental MDR will be submitted. An additional MDR was submitted to document the information associated to the other bard kugel hernia patch alleged to have been implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The complainant reports that in 2010, the patient underwent an elective bilateral inguinal hernia repair with implant of two bard kugel hernia patch devices. As reported that the surgeon used a total of "20 metal tacks" to fixate both devices. Postoperatively the patient experienced extreme right and left groin pain. The pain is described as a sharp, "ripping" sensation and at times a "sharp nerve pain shooting down his groin/legs." Over the past 6 years the patient consulted with another surgeon and the surgeon determined he has what appears to be "nerve entrapment" and will need to undergo an additional surgical procedure to remove the kugel patches. As reported there was no indication any recurrent hernias. As reported the patient has limited ability to walk and cannot run more than 20 feet without an extreme pain sensation in his bilateral groin. As reported, the patient has gained 50 lbs. Since implant due to his inability to be active. It is reported that the patient has been prescribed narcotic pain medication in the past; however, he no longer is taking any pain medication and is "dealing" with the pain.